Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain and radiculopathy. Information was reported that the patient's ins is dead and it wouldn't take a charge anymore. No further complications were reported. No patient symptoms were reported. Additional information was received from a healthcare provider (hcp) reporting that the patient¿s ins was dead and had not worked in the past 4 years. They had no further information. However they called back shortly asking for information on how to confirm the device was dead/not active. Information was reviewed regarding overdischarges after non-use and regarding the ins being past its 9 year lifespan. The hcp had no further questions. No further complications were reported/anticipated. Additional information was reported that the cause of the patient's ins being dead and not taking a charge was not determined. Per the patient the unit is non-responsive or defective. The issue has not been resolved. No further information was reported.